Event description:
Surgeon reported left side device rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed. Analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified: crease sharp broken and crease fold. Based on the device analysis the final assessment is a sharp broken crease on posterior due to fold flaw opening. Based on the device analysis the final assessment is a broken crease sharp on posterior due to fold flaw opening.

Event description:
Surgeon reported left side device rupture. Device has been explanted.

Event description:
Surgeon reported left side device rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Surgeon reported left side device rupture. Device has been explanted.